Event description:
A discrepant lab comparison. The device results reported were 1.6 and 1.4 inr. The lab result reported was 2.5 inr. The device was replaced and requested to be returned for evaluation.